Manufacturer narrative:
(B)(4). Report source - (B)(6). Customer has indicated that the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that, during insertion of the provisional articular surface, a little piece of plastic on the back side posterior fractured. All the pieces have been retrieved. No harm to the patient and no delay in surgery. There is no additional information available at this time.

Manufacturer narrative:
Reported event was unable to be confirmed. No product was returned or pictures provided; therefore, visual and dimensional evaluations could not be performed. Medical records were not provided. Device history record (DHR) and receiving inspection reports were reviewed for deviations and/ or anomalies with the following anomalies/ deviations identified: scrap one-piece part has hole undersize condition. The supplier history records were reviewed and researched for deviations and/ or anomalies with no deviations/ anomalies identified. Root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Visual evaluation of the returned product exhibits signs of repeated use and small chips have fractured off the medial and lateral side all pieces were not returned reference attached photographs. Medical records were not provided. Root cause remains the same. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.